Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was noted to be jumping around. Reportedly, the pump shut down due to insufficient power. The customer's blood glucose (bg) level was impacted (345 mg/dl). A correction bolus was administered to correct elevated bg level. It was confirmed that the customer had alternate insulin therapy available.